Event description:
Started developing brain fog, loss of vision at times, migraines, abdominal cramps, chest pain, nodes on thyroid, anxiety, panic attacks, depression, vertigo, hair loss, mood swings, irritable bowels, and super fatigued. FDA safety report ID# (B)(4).